Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that one day post implant the wires hit his heart so it was taken out. Both the right atrial (ra) lead and right atrial (ra) lead leads were explanted and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.